Event description:
Pt dropped pump this morning accidently. No interruption in veletri infusion. The screen is cracked and is not working. They switched out the pumps. No other information is provided. Dose or amount: 20 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.